Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the camera cable of the subject device was look like damage. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and found that the endoscopic image of the subject device was not displayed due to the ccd unit failure. Sorc also found the camera cable kinks and the changing color of the electrical contacts. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the ccd failure of the subject device due to overcurrent which might have been occurred by the camera cable kinked or break or the discoloration of the electrical contacts. The camera cable kinked or break or the discoloration of the electrical contacts might have been occurred by the user handling. If additional information becomes available, this report will be supplemented.